Manufacturer narrative:
(B)(4). The device was not returned to manufacturer; therefore, cause of event is unknown.

Event description:
It was reported that patient underwent posterior fixation for metastatic tumor at l3 and s1. For the left side, percutaneous approach was used for l1-l4, and 2 screws were placed by low profile s1-iliac trajectory (lsit) technique. For the right side, spinal system was used for l1, l2, l4 and s1. A screw was placed by the lsit technique. Rods were placed from cranial side. After completing provisional tightening with no trouble, surgeon started final tightening from the screws on the left side from caudal to cranial. Then, he started to perform final tightening for the right side from cranial. When he tried to break-off the right s1 screw, he could not turn the set screw at all. Cross threading of the set screw was suspected so it was replaced. No patient complications were reported. The concerned set screw was disposed at the hospital.